Event description:
I have had type 1 diabetes for over 30 years. I had been using the freestyle libre 3 sensors for mainly taking my blood sugar levels for approximately 6 months. Each one lasts 14 days. These sensors worked very well and I had no problems with them, even when traveling outside the country. Recently abbott laboratories switched to libre 3 plus sensors. I started using the 3 plus on december 7th. Since then I have tried 4 different sensors. Each one has failed in exactly the same way. The sensor sends a loud alarm to my iphone 14 pro that my blood sugar is dangerously low, e.g. 54 or 53 and going down. When I immediately check with a fingerstick, the numbers range from 78 to 116. In no case, did I have a dangerous low. The sensors came from different sources. (1) (B)(6). (2) a replacement directly from abbott diabetes care, 1360 south loop rd., alameda ca 94502. (3) (B)(6). Therefore, the problem cannot be due to incorrect handling during shipping. I have reported this problem to abbott laboratories, my endocrinologist, and (B)(6). The (B)(6) pharmacist recommended that I also report this to the FDA. Reference report mw5164131, mw5164133, mw5164134.